Event description:
Customer states that clips are breaking at loading. No patient harm.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot#: 73l2000568 was manufactured on 11/24/2020 a total of (B)(4) pieces. Lot was released on 12/07/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with four intact clips remaining. Two clips were also returned loose: one intact and one broken. The cartridge and clips were visually examined with and without magnification. Visual examination revealed that the broken clip was broken in half at the hinge. Multiple scrape marks were observed on the cartridge. Functional inspection was performed on the five intact clips remaining. The clips from the cartridge were all able to successfully load into a lab inventory clip applier. The loose clip was manually loaded into the applier. The clips were all successfully applied to over-stressed surgical tubing with no issues. No defects or anomalies were observed with the returned intact clips. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The broken clip was broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Customer states that clips are breaking at loading. No patient harm.